Manufacturer narrative:
Concomitant medical products: 250ml b.braun bag ref l8002, lot j6a177, exp 01/18, 009% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a nurse responded to a channel error alarm during an infusion of tpn at 48ml/hr. And upon investigation, noted a bulge in the pump segment of the IV tubing. The tubing and bag were replaced in order for the therapy to be completed; there was no patient harm.

Manufacturer narrative:
The customer¿s report of a bulge/balloon in the silicone segment below the upper fitment was confirmed. Visual inspection observed that the silicone segment tubing had a slight bulge and was weakened near its upper portion just below the upper fitment. Functional testing was unable to replicate the ballooning. The root cause of the ballooning silicone segment could not be determined.